Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that it was unable to deliver water due to poor perfusion related to the cassette pack during surgery. The procedure type was unknown. The surgery was completed on same day, but completion details were unknown. There were no patient contact and no information about any impact on patient.